Event description:
The customer reported that during a surgical case the device deflated. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences. If this type of malfunction were to recur during a bier block procedure, it could pose the risk of systemic exposure to local anesthetic.